Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. Two day prior to the peritonitis diagnosis, the patient was hospitalized and treated with ceftazidime injection (1g, once daily, intraperitoneal, discontinued) for abdominal pain. The same day as the peritonitis diagnosis, the patient was treated with vancomycin injection (500mg, every 5 days, intraperitoneal, discontinued) for peritonitis. At the time of this report, the patient remained hospitalized and had not recovered from the peritonitis. Pd therapy was discontinued , the pd catheter was removed and the patient was shifted to hemodialysis therapy (ongoing). No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.